Manufacturer narrative:
The customer did not supply patient demographics such as date of birth, or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. One sample was sent to the beckman coulter complaint handling unit. The patient sample was analyzed on the access 2 immunoassay system serial number (B)(4), and recovered with access accutni+3 results of 5.51 ng/ml. These results confirmed the results obtained by the customer. The access accutni+3 normal reference range is 0.00 - 0.04 ng/ml. Interference testing, using a mix of different blockers, was performed. The blockers used in the interference testing consist of pool 1 (polymak 33, hbr-1) which is composed of animal derived antibodies and ap mutein, a blocker related to alkaline phosphatase. The sample recovered similarly and above the assay reference range when tested with the ap mutein blocker. The result of the interference testing using pool 1 of animal derived antibodies significantly reduced the signal response and access accutni+3 result. In conclusion, the investigation demonstrated that heterophile interference, which is listed in the access accutni+3 limitations of procedure, is the cause of the falsely elevated troponin results. Per the accutni+3 instructions for use (IFU) limitations of procedure: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences."

Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial elevated access accutni+3 result was above the customer's normal reference range. The customer reanalyzed the patient sample and obtained a similar result above the customer's normal reference range for the assay. The customer reanalyzed the patient sample three (3) additional times on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained similar results above the customer's normal reference range. The patient was transferred and admitted to an alternate facility due to the initial elevated access accutni+3 results. The customer noted the patient had a sample drawn and tested for troponin t (roche methodology) at the alternate facility. The troponin t result was within the normal reference range of the assay. The customer did not report further change in treatment. The patient's sample was collected in a becton dickinson serum tube with gel barrier. The sample was centrifuged at 3,375 revolutions per minute (rpm) for eight (8) minutes at room temperature. No sample integrity issues were noted. All system parameters, including access accutni+3 quality control (qc), access accutni+3 calibration and system check, were within assay and instrument specifications.